Event description:
Boston scientific received information that during implant procedure while repositioning this right atrial (ra) lead, a physician had difficulties inserting the stylet into this lead. This ra lead was being repositioned to obtain better measurements. Further, a lead conductor fracture occured. This ra lead was never in service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.